Event description:
The customer observed a falsely depressed potassium result generated on the architect c8000 processing module for one sample. Patient 2 - potassium initial (B)(6) result = 1.6 mmol/l, repeat results (B)(6) = 2.9 and 3.9 mmol/l no impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict sample diluent (ln 2p32-11) results. The ict sample diluent used to analysis of electrolytes on architect c8000 processing module. Trending review determined no trends for falsely decreased potassium results for the product. Return testing was not completed as returns were not available. A review of historical data revealed no trends, systemic issues, or related nonconformances. Samples when repeated on another architect analyzer generated higher results with erratic results observed between the first and second repeat run. The customer stated that all chemistry tests are reproducing as expected with no discrepancies. The customer suspects possible preanalytical issues with the patient specimens. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect c8000, serial number (B)(6) , or the ict sample diluent was identified. Additional information in d10 - concomitant product. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed potassium result generated on the architect c8000 processing module for one sample. Patient 2 - potassium initial ((B)(4)) result = 1.6 mmol/l, repeat results ((B)(4)) = 2.9 and 3.9 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.